Event description:
It was reported in (B)(6) 2011, the patient underwent corrective surgery to repair surgical mistakes and failed hardware from the first and second surgeries (¿the third surgery¿). The patient was implanted with rhbmp-2/acs. The patient obtained no relief, the condition continued to worsen. Prior to death, the patient was permanently harmed, largely im mobile, and in constant pain as the result of these surgeries.

Manufacturer narrative:
Exact date of death is unknown. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.